Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was lost to follow up. The pulse generator was unable to be interrogated. Multiple different programmers and antennas were used to interrogate the device but were unsuccessful. The antenna was unplugged and attempted to interrogate the device. The device was able to be interrogated successfully. The patient would continue to be monitored.